Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in the development of peritonitis. The breach in aseptic technique was further described as the patient made a mistake/ touch contamination. The patient was hospitalized for the event. Treatment information was not reported. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4): this is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.